Event description:
During the a-line insertion to prepare the patient for a scheduled surgery, the wire "popped" through a defect in the plastic. The a-line and wire was removed. Unable to thread IV and had to be removed. X-ray was done to make sure there was no remains of the wire in the patient. An exploration for a-line fragments was also done. After verification the surgeon moved forward with the scheduled procedure.